Event description:
It was reported that the insulin gauge was inaccurate with multiple cartridges. Customer continued to use the pump for insulin therapy. Customer¿s blood glucose level was 154 mg/dl.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.